Event description:
The following was reported: "light being too dim to use. The issue was identified prior to a procedure. Another blade was used to successfully complete the procedure."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).